Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files were read out and analyzed. During the analyzes of the history log files a flow deviation could not be detected. The sample was subjected to a visual and functional examination. It was possible to bring the pump in operation. A delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device will be investigte in our bbm laboratory in brazil. If we get new information about the investigation, we will create a follow-up report.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil): "over infusion"